Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that three knives were not sharp during separate surgeries. An alternate knife was obtained in order to complete each procedure. There was no harm to any patient. Additional information has been requested.

Manufacturer narrative:
A sample is indicated to have been received by the affiliate however, no sample has been received by manufacturing for evaluation therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there is one additional complaint associated with the provided lot number for the reported complaint issue. Because a sample has not yet been received by manufacturing and the device history record review of the provided lot number indicates that the product was processed and released according to acceptance criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Additional information: three knife samples were received by manufacturing loose in open blister packages for the report of not being sharp. The samples were visually inspected. One sample was found to be nonconforming with a damaged cutting edge and two samples were found to be nonconforming with dull cutting edges at the tip of each knife. Penetration testing was performed on the two samples with dull tips. One sample was conforming and one sample was found to be nonconforming. The root cause of the dull tips found in this investigation, as exhibited in two of the returned samples, is over polishing during the manufacturing process. The damage to the third sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. This complaint was reviewed with the applicable production personnel to raise awareness of this issue and document it on the facility's CAPA/review training form. An investigation has been completed and action is presently being implemented to reduce the frequency of complaints for dull tips. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge exhibited on one of the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).